Event description:
The customer reported x-rays not being emitted and were being delayed by a couple of seconds when pressing the footswitch.

Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) troubleshot the system and found that the problem was caused by a faulty kv/ma control board. He replaced the "(B)(4) - unit dig. Kv ma control", which solved the problem.